Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If implanted, give date: unknown / not provided. If explanted, give date: unknown / not provided. Telephone number: (B)(6). PMA/510(k)#: unknown, as the serial number was not provided. Device manufacture date: unknown, as serial number has not been provided. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. The serial number reported for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Manufacturing record evaluation: the manufacturing records for the intraocular lens could not be reviewed since no lens serial number was provided. Conclusion: based on the limited information provided and serial number is unknown; it was not possible to determine if there was a product malfunction or quality deficiency. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the intraocular lens (iol) was deployed, a small piece of plastic was found in the anterior chamber. Through follow-up, it was learned that the event date is unknown and that the pieces was removed with small forceps. Postoperatively the findings were regular. No further information is available.